Event description:
Surgeon had a patient present to him last week with pain in her left knee. This patient was a previous patient of his and had her knee revised on (B)(6) 2013. She had a triathlon knee which had been revised on the tibial side.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown knee. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.